Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted with four proglide devices, using a pre-close technique, via a 6f sheath prior to a thoracicendovascular aneurysm repair (tevar) procedure. There was a venous sheath next to the arterial sheath during the pre-close procedure. Reportedly, cuff misses occurred with all four devices. The sheath was upsized to 16f and the tevar procedure was completed. A surgical cut down was performed and hemostasis was achieved surgically. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and in-training on the large hole procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with ipsilateral femoral venous sheath during the catheterization procedure. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other three proglide devices referenced are being filed under separate medwatch MFR numbers.